Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad handle broke while impacting the femur. It is reported that the patient did not retain any broken pieces. There was no reported delay in surgery and surgery was completed with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impactor pad confirmed that all fragments were returned, and that the item had fractured as reported. Device history record was reviewed with no discrepancies were found. As per the package insert, it is a known risk that impactor pads may fracture upon impaction. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.